Manufacturer narrative:
The device was received fully deployed. The device was investigated for damages or deficiencies that would have caused the reported diagnosed infection and no abnormalities were observed. No timeouts, drive stalls or alarms were observed in the download data. The exact cause of the reported event could not be determined. No other damages or deficiencies were observed during the investigation.

Event description:
It was reported that after wearing the pod on the arm longer than 48 hours, the site was irritated, red (3/4 inch), itchy, painful, hot, with pus and the blood glucose (bg) levels rose up to 25.3 mmol/l (455.4 mg/dl). The patient visited the emergency room (ER) where was diagnosed with an infection, prescribed antibiotics (cloxacillin) to be taken for 7 days and a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection and ER visit. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneously reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.